Manufacturer narrative:
(B)(4). This complaint for a packaging related issue was not confirmed, because the sample was not returned for evaluation; therefore, no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter (B)(4) to report of a broken overpouch. There was no patient involvement. There was no patient injury or medical intervention reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.